Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: despite several follow-up attempts were made to gather information about customer's cleaning and disinfection procedures, no information was provided. The root cause of the reported contamination could not be established.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in switzerland. The following deep disinfection process have been performed: - decalcified. - biofilm removed. - replacing all hoses. - disinfected with minncare and hot water. - water samples taken for lab analysis. - dried. - functional test. - test run. - tsi. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about heater cooler contaminated with ntm. No patient impact reported.